Event description:
It was reported that customer was trying to hook up renasys go for the first time. As soon as he plugs the device in, it displays low vacuum warning as well as all the lights will randomly flash and the device shuts itself off. The device is plugged into the wall. Customer was instructed with all the steps of the troubleshooting. The low vacuum warning still displayed and then all lights flashed and the device turned itself off. A back up was not available. No further information is available.